Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy to convert a total of five arrhythmias on three different dates. All of the episodes were detected in the ventricular tachycardia (vt) zone and a single burst of atp successfully converted each arrhythmia. Review of the stored episodes noted that the vt appeared to be initiated with a ventricular paced beat following a premature ventricular contraction (pvc) that was blanked by an atrial paced beat. Technical services (ts) noted that the atrial paced beat commences an av delay, which, resulted in a ventricular paced beat closely following the pvc. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.